Manufacturer narrative:
Event summary: it was reported that there was leaking from a cook bakri postpartum balloon with rapid instillation components during treatment of a postpartum hemorrhage after a cesarean section delivery. After delivery, the balloon was placed transabdominally and the incision was sutured. The balloon was inflated gradually with 500 ml of saline. The patient also received an injection of hemabate and fundal massage to aid in the treatment of the postpartum hemorrhage. Hemostasis was achieved and the patient returned to the postpartum unit. Total estimated blood loss was 1000ml. Upon removal of the balloon, liquid was noted leaking from the vagina. The operator removed the balloon immediately and noted that the balloon had ruptured. The information provided indicates that this was a twin pregnancy/delivery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A clinical assessment was completed and concluded: based on the information provided for this clinical assessment, the most probable cause of this event is related to patient factors/anatomy/condition and/or user/procedural issues, as the device was likely contraindicated for use in this specific case. Although it is likely that patient factors and/or user/procedural issues contributed to this event, manufacturing issues and/or device failure may be considered during the investigation. The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Additional information: d9, h3, h6: component code. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Customer phone: (B)(6). Occupation = non-healthcare professional - 'agent'. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was leaking from a cook bakri postpartum balloon with rapid instillation components during treatment of a postpartum hemorrhage after a cesarean section delivery. After delivery, the balloon was placed transabdominally and the incision was sutured. The balloon was inflated gradually with 500 ml of saline. The patient also received an injection of hemabate and fundal massage to aid in the treatment of the postpartum hemorrhage. Hemostasis was achieved and the patient returned to the postpartum unit. Total estimated blood loss was 1000ml. Upon removal of the balloon, liquid was noted leaking from the vagina. The operator removed the balloon immediately and noted that the balloon had ruptured. The information provided indicates that this was a twin pregnancy/delivery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.